Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information: based on the photographic evidence, unfortunately, the complication cannot be determined. Additional information was requested and the following was obtained: did the surgeon try another contour or a new reload before doing the stoma? No. Who fired the device, the surgeon or someone else? Surgeon. Was the user trained? Yes. How often has this person used the device? Routinely. On which firing(s) did this event occur (1st, 2nd, 3rd, etc.)? First if not the first firing, were there any problems reloading the device? Please explain.n/a. After the closure trigger was advanced, did the surgeon reposition the tissue?no. Did the surgeon inadvertently grasp the firing trigger prior to firing the instrument?no. Was the closure trigger latched prior to firing the device?yes. Was the surgeon able to confirm that the intended tissue was in the closed jaws of the instrument prior to firing?yes. Was the tissue evenly distributed within the jaws of the instrument?yes. What was the patient¿s pre-op diagnosis?see notes below. Please provide the patient¿s sex, age and weight.see below. What is the current status of the patient? Stable with permanent stoma. Is there any other additional information you would like to share about this device, procedure, patient or physician? See below. Images to follow. Surgeon' description of event: patient was a (B)(6) year old thin lady with a bmi of (B)(6). It was an early tumour dukes 4 and was 5cm from the anal margin. The patient had had no chemotherapy or radiotherapy. The instrument was easily placed in the pelvis with no difficulty at all (easy case). The bowel was positioned easily within the jaws of the instrument with a green reload and no tissue was surrounding the outer edges. The instrument was closed and fired normally after they had done a rectal examination and checked to ensure the vagina was free. The gun appeared to have fired normally. Upon inspection the anterior side looked normal however the lumen was discovered to be normal and they could see one row of staples in the rectal stump but again the lumen was open. A photograph of the specimen, instrument and surgeons drawing of event will follow. The surgeons drawing details what he believes he saw, staples on proximal anterior side only and staples on distal posterior side only. He believed the staples were formed.

Event description:
It was reported that during a low anterior resection procedure, earlier this week, the contour misfired in my hands for the first time ever. There were no problems initially. We put the pin down to encircle the rectum, closed the instrument as usual, checked p/r and p/v and fired. It was a thin specimen (as opposed to bulky) so there was no question of inadequate closure. The stapler closed easily. When we released the catch and removed the specimen, we found the lower end of the specimen and the upper end of rectum had been divided but open. There was a staple line on the anterior margin on the specimen side and another staple line on the posterior margin of the rectal stump with the respective opposite edges open. The staples on the staple line were not sharp (i.e. Not open ended) and appeared closed. There was no way we could re-staple the rectal stump as it was too short and the patient ended up having a permanent stoma.